Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor was erratic. The motor was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This supplemental medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The event occurred during surgery. An additional skin graft was required. There was a 30 min delay. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that it doesn't consistently work at the same speed and thickness. No adverse events were reported as a result of this malfunction.